Event description:
The patient reported on a vns forum that their vns device was removed within a year of being implanted due to it causing them chest pain and causing damage to their vagal nerve. No additional relevant information has been received to date.